Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the unit was placed in a burn-in process for more than eight (8) hours. The reported event was unable to be replicated. Minor kinks were observed in the cable however, it does not affect the functionality of the device. The device passed all functional testing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus the image on the hd autoclavable camera head was black during preparation for use in an unspecified procedure. The customer requested the device be sent for servicing. There was no reported patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (b5).

Event description:
Customer confirmed the diagnostic procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.